Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a drainage procedure, the wire guide was "torn apart". Drainage was being performed in the abdomen and the wire was placed in the target area, then dilatation was attempted to prepare for tube placement. The drainage tube and wire guide became stuck in the patient. Force was used to remove both pieces together and it was felt that at this time the the wire guide split off. There were no injuries or additional procedures reported and another device was used instead. It was further noted that there was extreme coil elongation present at the distal portion of the guide suggesting that the distal weld connection separated from the coil/wire. It was also noted that although the wire was damaged, the distal weld ball was intact, indicating that no segments were left in the patient.